Event description:
During tunneling, the carrier broke between the two carrier grooves. It was noted that the forced used to pull the carrier-extension assembly was normal. There was reported to be no pt injury. The surgeon used another carrier. The pt was "fine".

Manufacturer narrative:
(B) (4): the device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.